Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per (B)(4) study, during 6-month remote check it was noted that dx lead is under-sensing in right atrium. Mean sense amplitude is <0.5mv. Review of history shows this has been an intermittent issue. Of note subject is in atrial fibrillation frequently, atrial burden noted at 66 percent. Device clinic is aware and is monitoring. Lead remains implanted.